Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the outer housing of the prosa could be determined. The measurement of the plane parallelism could confirm that with a value of -0,148 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to determine the opening pressure of the valve a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the prosa and the progav 2.0 were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test at the prosa has shown that the brake function operates as expected. However, the braking force required was not within the given tolerances. The brake functionality test at the progav 2.0 has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in the progav 2.0. Results: based on our investigation results, we have determined that there is deformation of the housing surface as well as increased braking force on the prosa. The deformation is the cause of the increased braking force. Excessive pressure applied with the adjustment tool can lead to deformation of the housing surface and impair the brake's function. The instructions for use indicate that applying excessive pressure when using the adjustment tool can damage the housing and consequently impair its function. Furthermore, we can detect visible deposits in the progav 2.0. The deposits did not affect the technical properties at the time of the investigation. The investigation of the control reservoir revealed no functional deviations or other abnormalities. The reservoir is operating within specifications. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shunt system (#fx991t) was implanted in 2016. According to the complainant, the shunt system was explanted on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.